Manufacturer narrative:
(B)(4). The reported noise and impedance anomalies were confirmed in the laboratory. The device was tested on the bench and an anomalous component on the hybrid was noted to be the cause of the reported noise and impedance anomalies.

Event description:
It was reported that a received inappropriate shock due to oversensing and noise. Low, out of range pacing lead impedance was observed. The device was explanted and replaced. The patient was doing fine post-procedure.